Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 19311s6, frequency and expiration date unspecified). After an unspecified duration, the toothbrush broke while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2012: the lot number was updated from 19311s6 to 19311sg. A returned sample was not received. A review of the trending data revealed no adverse trends and no lot trends for 19311sg. Retain samples were evaluated for 19311sg and were found acceptable. Based upon an acceptable document review and retain evaluation, lack of a sample and no adverse trends a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. The report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: lot number was updated from 19311sg to 19311sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Returned product was visually inspected. An increase in complaint was noted and could be attributed to an increase in shipment quantity. Device history review on lot 19311sg was acceptable. There was no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacturing. Retain samples were evaluated for 19311sg and were found acceptable. A change to the basic handle material was validated in sep-2012 to improve flexibility and the returned toothbrush lot was manufactured according to the specification. Based on the information available, this device was used as intended for treatment. Although the returned sample received was broken, it was stated that the product defect was not due to a manufacturing occurrence and the break occurred due to high compression forces at the thinnest point on the handle. It was verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The returned toothbrush was manufactured according to specification. Based on the investigation performed, the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 19311s6, frequency and expiration date unspecified). After an unspecified duration, the toothbrush broke while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012: the lot number was updated from 19311s6 to 19311sg. A returned sample was not received. A review of the trending data revealed no adverse trends and no lot trends for 19311sg. Retain samples were evaluated for 19311sg and were found acceptable. Based upon an acceptable document review and retain evaluation, lack of a sample and no adverse trends a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 19311s6, frequency and expiration date unspecified). After an unspecified duration, the toothbrush broke while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2012: the lot number was updated from 19311s6 to 19311sg. A returned sample was not received. A review of the trending data revealed no adverse trends and no lot trends for 19311sg. Retain samples were evaluated for 19311sg and were found acceptable. Based upon an acceptable document review and retain evaluation, lack of a sample and no adverse trends a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. The report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: lot number was updated from 19311sg to 19311sg s2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 19311s6, frequency and expiration date unspecified). After an unspecified duration, the toothbrush broke while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.